Event description:
It was reported that the patient's pacemaker exhibited loss of low voltage output. It was discovered the patient was bradycardic through a holter monitor due to the issue. Programming changes were made. The patient was stable.